Event description:
Surgeon reported: pt underwent kyphoplasty with norian material in 2003. Pt had fallen two months before, and sustained an l1 compression fracture. Pt was treated nonoperatively, but had increasing pain, and was bedridden in a nursing home prior to this treatment. The pt did quite well intra-operatively and post-operatively, and was discharged in approx three days, realtively pain-free, with excellent post-treatment radiographs. Three weeks later pt returned for follow-up with markedly increased pain in their back, their legs and increasing dysfunction. Pt was now in a wheelchair. X-rays demonstrated break-up of the norian material with loss of support to the vertebral column. The norian material had fragmented, with some components rupturing posteriorly into the canal. The next month pt was taken to the operating room for an anterior thoraco-abdominal approach; debridement of the l1 fracture with norian fragments, canal decompression and anterior fusion. This was followed by posterior instrumentation and fusion to support the anterior construct in their osteoporotic bone. Pt was discharged 21 days later to a nursing home and subsequently died there; the open thoraco-abdominal procedure was too much for pt. The latter is a major complication, related specifically to the norian material and its fragmentation.